Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead became extr insically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the guidewire could not be removed from the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. (B)(4).